Event description:
1) cuff leak was observed during use after round about 1 month of use, which is approximately the maximum duration of use of 29 days. It is reported that a priori cuff testing was done and passed. 2) no health effect to the patient reported. The tracheostomy tube with the cuff problem was changed the following day.

Manufacturer narrative:
A theoretical investigation was conducted, as there were no photos and no goods available. No further details have been provided. All cuffs of the tracheostomy cannulas are subjected to a 100% test as part of the quality inspection during production. Leaking products are discarded. However, after a passed a priori cuff check, the leaking problem occured during some days of use. It is therefore confirmed that the product was originally in perfect condition, including a tight cuff-system and a working cuff inflation via the inflation line. It can be assumed that sharp-edged structures in the area of the cuff have led to the leakage during use especially as the end of the application time may have been reached or already exceeded. Nevertheless, the cause cannot be conclusively determined due to the missing goods.